Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
After attached the screw driver element to the ao chuck attachment of power drill and then connected those screw driver element to stryker locking screw, then a surgeon try to insert the locking screw with a low speed to the plate. Right after the screw get into the depth about 10 mm, the tip of the screw driver element suddenly has broken. Please noted that this occurs after finish completely to insert the first two locking screw.